Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they have it so low so they do not have pain but it was not as effective. No further patient complications were reported as a result of this event.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient felt discomfort at the ins site since (B)(6) 2016. The patient stated that it felt like the ins had moved. It was also reported that the therapy was working well for her since implant. It was indicated that the change in therapy/symptoms were considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had the device for about a year and a half and the device has moved, causing discomfort. The patient stated that she felt like the edge was pushing into her skin with the ridged end and it was uncomfortable. The patient mentioned that she doesn't know what could be done other than more surgery which obviously she did not want. It was also noted that the device was turned down quite low due to trying to navigate between pain from the stimulation and bladder control. The patient stated that her main issue was trying to not have discomfort from the device pushing into her and causing pain. There were no further symptoms or complications reported or anticipated.